Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed "non-disposable clamp tubing." It was reported that the patient was experiencing a headache, as well as loose stools. Patient was unsure if the headache was due to heat, work stress or medication and patient's medical doctor had advised them to use ibuprofen sparingly. Reporter indicated that imodium was recommended for the loose stools. It was reported that the pump would be exchanged and that the patient had a backup pump. It was reported that the medication was administered continuously via intravenous therapy. Additional information was received indicating that there were no adverse patient effects.